Event description:
The user facility reported to terumo cardiovascular systems that, during cardiopulmonary bypass, the shunt sensor leaked. The product was not changed out. The surgery was completed successfully. 1 cc blood loss.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has not been completed. (B)(4).